Manufacturer narrative:
(B)(4). The reported device was not returned; however a receiver (sn (B)(4); mfg date 8/12/2013) was returned for evaluation and there was no problem found. The data log confirmed the reported intermittent out of range signal.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal that lasted for about an hour. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.